Event description:
Complainant alleged that during training by facility staff, the device displayed "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.